Event description:
It was reported that a reamer broke during use over guide wire, reaming into the patients femoral head. The surgeon elected to remove the broken reamer and finished reaming with another of the same instrument from the accounts second pfna set. The reamer broke undertaking the same activity. No synthes representative was in attendance for this case and the guide wire was not exchanged between reamers. The account is presently retaining the broken reamers for inspection within the (B)(6) hospital bioengineering department. Instruments should become available to synthes following this investigation. Any further feedback from the surgeon or the account will follow this report. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device is not distributed in the united states, but is similar to device marketed in the USA.